Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was shut down due to a burning smell. The battery indicator on battery slot#1 was noted to be flickering on the monitor display and the level was increasing and decreasing. In addition, the waveform of the arterial pressure was not displayed normally and a cracking sound was heard and the monitor display became lost. At the same time, an audible alarm was generated and an abnormal burnt smell filled the intensive care unit (ICU) it was later noted that the burning smell was coming from the fan on the battery at the time of start up and the iabp unit did not turn off. The monitor display remained "rebooting" after it was lost and the iabp unit was unplugged from the ac outlet, yet the issue remained. Only when the batteries were removed from the battery bays did the iabp unit turn off. An audible alarm was heard and the battery charging led on the top panel was flickering at the time of shutdown. The battery was pulled out and felt hot. The battery mark on the screen indicator for battery #1 was going up and down while blinking and the left green mark on the front was flashing. The treatment was for an acute myocardial infarction (ami) and since the patient was in stable condition, iabp therapy was completed. Three days later, the iabp unit was attempted to be powered on, but there was no response. Approximately 3 to 5 minutes after the power up attempt, the iabp rebooted automatically but the monitor display remained black. Later, the progress indicator appeared on the monitor display. The iabp unit was taken to the service center for inspection and repair. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The supplier returned the power management board to the national repair center (nrc). The supplier verified the failure and replaced components q32,q34 and q36. The supplier installed the required rework (B)(6), and the board passed testing. A senior repair technician inspected the power management board per procedure and no visual damage was observed, and upon inspection of the board per procedure, the installation of (B)(6) was verified. The nrc technician then installed the power management board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The power management board will be packaged and labeled and sent to stock per procedure.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was shut down due to a burning smell. The battery indicator on battery slot#1 was noted to be flickering on the monitor display and the level was increasing and decreasing. In addition, the waveform of the arterial pressure was not displayed normally and a cracking sound was heard and the monitor display became lost. At the same time, an audible alarm was generated and an abnormal burnt smell filled the intensive care unit (ICU) it was later noted that the burning smell was coming from the fan on the battery at the time of start up and the iabp unit did not turn off. The monitor display remained "rebooting" after it was lost and the iabp unit was unplugged from the ac outlet, yet the issue remained. Only when the batteries were removed from the battery bays did the iabp unit turn off. An audible alarm was heard and the battery charging led on the top panel was flickering at the time of shutdown. The battery was pulled out and felt hot. The battery mark on the screen indicator for battery #1 was going up and down while blinking and the left green mark on the front was flashing. The treatment was for an acute myocardial infarction (ami) and since the patient was in stable condition, iabp therapy was completed. Three days later, the iabp unit was attempted to be powered on, but there was no response. Approximately 3 to 5 minutes after the power up attempt, the iabp rebooted automatically but the monitor display remained black. Later, the progress indicator appeared on the monitor display. The iabp unit was taken to the service center for inspection and repair. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was shut down due to a burning smell. The battery indicator on battery slot#1 was noted to be flickering on the monitor display and the level was increasing and decreasing. In addition, the waveform of the arterial pressure was not displayed normally and a cracking sound was heard and the monitor display became lost. At the same time, an audible alarm was generated and an abnormal burnt smell filled the intensive care unit (ICU) it was later noted that the burning smell was coming from the fan on the battery at the time of start up and the iabp unit did not turn off. The monitor display remained "rebooting" after it was lost and the iabp unit was unplugged from the ac outlet, yet the issue remained. Only when the batteries were removed from the battery bays did the iabp unit turn off. An audible alarm was heard and the battery charging led on the top panel was flickering at the time of shutdown. The battery was pulled out and felt hot. The battery mark on the screen indicator for battery #1 was going up and down while blinking and the left green mark on the front was flashing. The treatment was for an acute myocardial infarction (ami) and since the patient was in stable condition, iabp therapy was completed. Three days later, the iabp unit was attempted to be powered on, but there was no response. Approximately 3 to 5 minutes after the power up attempt, the iabp rebooted automatically but the monitor display remained black. Later, the progress indicator appeared on the monitor display. The iabp unit was taken to the service center for inspection and repair. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The supplier returned the solenoid control board to the national repair center (nrc). The supplier verified the failure and replaced component c12 and cleaned the board, and the board passed testing. A senior repair technician inspected the solenoid control board and no visual damage was observed. The technician then installed the solenoid control board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The solenoid control board will be retained in the national repair center per procedure. Once the nrc receives the power management board from the supplier, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was shut down due to a burning smell. The battery indicator on battery slot#1 was noted to be flickering on the monitor display and the level was increasing and decreasing. In addition, the waveform of the arterial pressure was not displayed normally and a cracking sound was heard and the monitor display became lost. At the same time, an audible alarm was generated and an abnormal burnt smell filled the intensive care unit (ICU) it was later noted that the burning smell was coming from the fan on the battery at the time of start up and the iabp unit did not turn off. The monitor display remained "rebooting" after it was lost and the iabp unit was unplugged from the ac outlet, yet the issue remained. Only when the batteries were removed from the battery bays did the iabp unit turn off. An audible alarm was heard and the battery charging led on the top panel was flickering at the time of shutdown. The battery was pulled out and felt hot. The battery mark on the screen indicator for battery #1 was going up and down while blinking and the left green mark on the front was flashing. The treatment was for an acute myocardial infarction (ami) and since the patient was in stable condition, iabp therapy was completed. Three days later, the iabp unit was attempted to be powered on, but there was no response. Approximately 3 to 5 minutes after the power up attempt, the iabp rebooted automatically but the monitor display remained black. Later, the progress indicator appeared on the monitor display. The iabp unit was taken to the service center for inspection and repair. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected field: h3. The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and no visual damage was observed. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it failed testing. The national repair center verified the failure of the unit not turning off until the batteries were removed. The national repair center also verified that when the unit was plugged into the ac outlet, the unit would turn on without pressing the on off switch. The board has being sent to the supplier for failure analysis per procedure. A supplemental report will be submitted upon completion of this evaluation. The suspected faulty solenoid control board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the solenoid control board and visual damage was observed to component c12 which had shorted and burned. The national repair center was not able to test the board due to c12 shorting. The board has being sent to the supplier for failure analysis per procedure. A supplemental report will be submitted upon completion of this evaluation.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and noted that the solenoid driver board and power management board had malfunctioned. The fse noted that the c12 condenser on the solenoid driver board was broken and separated into two pieces and the circuit with 24 volts had shorted which resulted in the iabp shutdown. The shortage of the solenoid driver board had led to the malfunction of the power management board. The fse replaced the solenoid driver board and power management board and is currently testing the iabp unit. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was shut down due to a burning smell. The battery indicator on battery slot#1 was noted to be flickering on the monitor display and the level was increasing and decreasing. In addition, the waveform of the arterial pressure was not displayed normally and a cracking sound was heard and the monitor display became lost. At the same time, an audible alarm was generated and an abnormal burnt smell filled the intensive care unit (ICU) it was later noted that the burning smell was coming from the fan on the battery at the time of start up and the iabp unit did not turn off. The monitor display remained "rebooting" after it was lost and the iabp unit was unplugged from the ac outlet, yet the issue remained. Only when the batteries were removed from the battery bays did the iabp unit turn off. An audible alarm was heard and the battery charging led on the top panel was flickering at the time of shutdown. The battery was pulled out and felt hot. The battery mark on the screen indicator for battery #1 was going up and down while blinking and the left green mark on the front was flashing. The treatment was for an acute myocardial infarction (ami) and since the patient was in stable condition, iabp therapy was completed. Three days later, the iabp unit was attempted to be powered on, but there was no response. Approximately 3 to 5 minutes after the power up attempt, the iabp rebooted automatically but the monitor display remained black. Later, the progress indicator appeared on the monitor display. The iabp unit was taken to the service center for inspection and repair. There was no patient harm and no adverse event was reported.